Manufacturer narrative:
Intuitive surgical received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken conductor wire at the proximal end at the waterfall pulleys. As a result the instrument failed an electrical continuity test. A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log for the fenestrated bipolar forceps (470205-17/n10190917 0066) has been performed. The instrument was last used on (B)(6) 2020 on system sk3200. The alleged event occurred on the 5th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. No image or video clip for the reported event was submitted for review. The bipolar instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that after completion of a da vinci-assisted partial nephrectomy surgical procedure, the system was able to recognize the fenestrated bipolar forceps instrument, but there was no bipolar cautery energy output. There was no reported patient harm, adverse outcome, or injury.